Event description:
It was reported by the patient's wife that the ra lead was "going bad". The device was reprogrammed and the patient was scheduled for surgery. Additional information obtained through follow up with the physician office indicated that the lead was not pacing or sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.